Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4194 implantable pacing lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.